Manufacturer narrative:
Concomitant medical products: cmrm6133 envelope, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection following implant of a cardiac resynchronization therapy defibrillator (crt-d) system with an antibacterial absorbable envelope. The crt-d was explanted and replaced and the status of the right ventricular (rv) lead and left ventricular (lv) lead is unknown at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.